Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (12.5 mg/ml at 1.69 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a refill on (B)(6) 2018 and her pain level went from a 0-1 to a 7-8 very quickly post refill. A dye study was performed last friday and the healthcare provider (hcp) confirmed that the catheter had shifted from t5 to t10 and was kinked. The caller reported that the hcp told her the reason for the catheter issue was due to the patient losing 25 lbs. The catheter was replaced (B)(6) 2018. No further complications have been reported as a result of this event.